Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve event.

Event description:
During an in-clinic follow-up, an increase in capture threshold was observed on the right ventricular (rv) lead. Rv lead is pending lead revision procedure. The patient was stable.